Event description:
The patient experienced cardiopulmonary arrest which required CPR following a procedure where a 24mm amplatzer septal occluder (aso) was implanted. The aso was displaced to the left ventricular outflow tract which required emergent surgical removal.

Manufacturer narrative:
The 24mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 9f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.